Manufacturer narrative:
Investigation summary: no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample is not returned, further test cannot be performed, and the usage conditions of the sample are unknown, so the root cause of the needle barrel breakage cannot be determined. This complaint is a rare event, the factory will continue to monitor and conduct trend analysis on this defect.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
This product is a collective procurement catalog item. Leaving an indwelling needle for a patient's infusion, withdrawing the needle cone and discovering that the indwelling needle's cannula is fracture, giving a new indwelling needle.